Manufacturer narrative:
Additional devices listed in this report: cat# 542-11-56f, description:trident psl ha cluster 56mm , lot# 5l2394; 6260-5-328, 28mm +8 v40 taper vit head, 52941905; 626-00-46f, modular dual mobility insert, 54060504; 6721-0737, size 7 accolade ii 127 deg, s4887204; 6704-0-520, d-m 2.0mm beaded cable set vit, 52201001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Right hip revision due to infection. Stem revised, cup changed form poly liner to mdm liner. Shell left in.

Manufacturer narrative:
Corrected data: the reported lot number for the accolade stem added as additional devices was reported incorrectly. It should state lot: 54887204 an event regarding infection involving an adm liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Right hip revision due to infection. Stem revised, cup changed form poly liner to mdm liner. Shell left in.